Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had heard an alert. The lead was explanted and not replaced per patient wishes.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on episodes. A fracture was suspected. Reprogramming was performed to turn off high voltage therapies. The plan was to explant and replace the lead. No patient complications have been reported as a result of this event.